Event description:
It was reported that it was reported that a an aluminum hohmann retractor was found with the tip broken. No patient or case involvement. The aluminum hohmann retractor's tip is confirmed broken and a sharp edge can be seen at the end. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) manufactured the aluminum hohmann retractor, p/n 03.100.114, and lot number 7030001 on purchase order #1419967 for 25 pieces delivered december 5, 2012. Initially, the part conformed to the supplier¿s certificate of conformance, dated november 28, 2012, and synthes final inspection sheet #ns039515, revision ¿b¿. The parts were released to the warehouse on january 26, 2013. There were no material review reports, nonconformance reports or complaint related issues with this lot. The aluminum hohmann retractor was made to the synthes drawing p/n 03.100.114, revision ¿a¿, released on february 26, 2010. The visual inspection of the returned device performed as part of the product investigation reported 7.65 mm from the distal tip there is a 7mm long section of missing material, this is along the side of this device, there are also two large rough scratches near the distal end. The aluminum hohmann retractor, 8mm short narrow tip belongs to the hip preservation surgery set. This system is intended to assist with periacetabular osteotomy and hip impingement procedures. The technique guide for this system was reviewed (j9798-a). One aluminum hohmann retractor, 8mm short narrow tip (part# 03.100.114, lot# 7030001, mfg jan2013) was returned with the complaint that it ¿was found with the tip broken.¿ upon receipt of this device 7.65 mm from the distal tip there is a 7mm long section of missing material, this is along the side of this device and appears that it encountered a sharper object or device which caused this damage. There are also two large rough scratches near the distal end of the device. The drawing for this device was reviewed (03_100_114 rev a), the design was found to be adequate for the intended use of this device. The aluminum, as a result of its material properties may become damaged more easily than stainless steel implements. This complaint condition is likely that interaction with a sharper device with stronger material characteristics led to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.